Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced femoral nerve stretching with difficulty walking and right leg weakness, yellow vaginal discharge and low abdominal pain. No explant procedure was reported. Subsequent treatments and/or therapies were reported.